Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The proximal conductor was fractured. Blood/body fluid was found on the outer tubing overlay, which was also breached cut. Blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head).